Event description:
It was reported that during a therapeutic endoscopic retrograde. Cholangiopancreatography (ercp) procedure, the knife wire had broken. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: full address name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.